Event description:
A customer obtained non-reproducible, higher than expected, vitros phyt quality control results run using a vitros 5,1 fs chemistry system. Qc lot e2067 > 40.0 vs. An expected result = 13.6 ng/ml; qc lot f2271 > 40.0 vs. An expected result = 22.3 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient samples or patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected, vitros phyt quality control results were obtained using a vitros 5,1 fs chemistry system. There is no evidence that an instrument related issue or a reagent related issue contributed to the event. The most likely cause of the event is user error in handling of the immunowash fluid reservoirs (iwf) beyond the nanufacturer's recmmendations as stated in the product's instructions for use. Following the use of iwf handled in accordance with ocd recommendation, acceptable vitros phyt was obtained.